Manufacturer narrative:
100% control for tightness and non-obstruction is performed during the manufacturing process. A leaking catheter would have been rejected during this control. The root cause of these events cannot be defined.

Event description:
Umbilical catheter inserted on (B)(6) 2018 15 :00 removed (B)(6) 2018 at 01 :15 tpn drained from abdomen, 80ml.

Manufacturer narrative:
The results of this investigation are still pending, and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Umbilical catheter inserted on (B)(6) 2018 15 :00 removed (B)(6) 2018 at 01 :15 tpn drained from abdomen, 80ml.